Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller said after 4 months of using their ins, pt was told it was to last possibly up to 10 years, the ins died and the pt's pain was coming back. Caller stated they had met with the manufacturer representative (rep) at the healthcare provider's (hcp) office and the rep said they were not sure why the ins did not last longer and asked the pt about their settings. Caller stated the pt's ins was working for their pain until it stopped working and pt came off all pain meds. Pt now had their back pain return, and was needing to get the ins replaced but hadn't been getting cooperation from the rep/hcp. Caller said the ins was defective and shouldn't need to pay for a replacement however, insurance said they would cover the repl acement if it was done by dec. 11th. Additional information was received, it was reported the battery depletion was normal and the patient was running at a rate of over 20 for 24 hours a day.